Event description:
On (B)(6) 2011, the lay-user/patient contacted animas to report of a low blood glucose of 32 mg/dl while she managed her diabetes with the animas insulin pump. Reportedly, the patient required emergency medical assistance and was treated with apple juice. The patient's insulin pump treatment was suspended. At 7:30 pm, the patient's blood glucose at 359 mg/dl. The patient took 12 units of humalog to compensate for the elevated reading. Prior to the alleged hypoglycemic episode on (B)(6) 2011, the patient's blood glucose was at 187 mg/dl, 137 mg/dl, and 56 mg/dl at 7 am, 9:30 am, and noon respectively. The patient claimed that she did not treat her low blood glucose of 56 mg/dl as she was having pasta later for lunch. For the past week, the patient's blood glucose has been running below 100 mg/dl and 70 mg/dl. The patient will follow-up with her hcp regarding the low trending blood glucose prior to lunch. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. This complaint is being reported because, the patient received medical intervention suggestive for hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. The black box starts on (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates.. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.